Event description:
It was reported that during a lasertrypsy procedure, the distal tip of the surgical fiber was observed to be blackened and then broke off inside the pt's bladder; the tip could not be retrieved. No impacting of the fiber was noted during the procedure. There was no pt injury reported.